Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had rainbow effect on screen and dimming making difficult to see and operate insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had get error msg when priming, had to rewind more than once to complete, louder sound during rewind, worn buttons must be pressed harder to work, change battery in less than 7 days. The insulin pump will not be returned for analysis.